Event description:
On (B)(6) 2026, a 73-year-old male underwent an endovascular aortic aneurysm repair with a gore® excluder® conformable aaa endoprosthesis with active control system (cxt281412, sn: (B)(6)) and three gore® excluder® aaa endoprostheses (contralateral leg) devices. The procedure was completed successfully with respect to the implanted gore® devices. On (B)(6) 2026, during the procedure, the site had noted a femoral artery injury. In two days later, a pseudoaneurysm in the left distal common femoral artery. It was further reported the intra-operative surgery has solved the injury at the left femoral access site. The cause of the femoral artery injury was determined to the used non-gore closure devices, as there were three perclose proglide¿ closure systems. The disruption at the left access site was completed by oversewing in the same procedure with good outcome. On may 10, 2026, the site has reported a renal infarction of the left kidney lower pole and a renal hypoperfusion of the lower pole of the right kidney. Currently, the events are ongoing. The patient was discharged from hospital on (B)(6) 2026. It was additionally reported that the left kidney infarct at the lower pole is suspected to be related to flow-associated microvascular compromise secondary to hemodynamic changes after the cxt device placement. No immediate alternative etiology was identified and the event remains ongoing. Further, for the lower pole's right kidney hypoperfusion it was found a small accessory lower polar renal artery on the right side and is originating just above the iliac bifurcation. The renal function remained stable and therefore, there is no action currently planned.

Manufacturer narrative:
A1: the patient referenced in this event file is enrolled in the tgr23-02aa together aortic registry and information regarding this event was gathered from the imedidata rave clinical study database (csd). H3: the device remains implanted; therefore, no product evaluation could be performed. H6, no preliminary results available yet. For the code 'b15' (annex b) this code is selected for the communication to the study site to gather further relevant information. Ongoing investigation and this report has no final conclusions yet. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.